Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Just to clarify, did the device deliver staples? If yes, were the staples formed properly? Was the staple line complete? Did the device cut? If yes, was the cut line complete? Was a leak detected from the staple line? If yes, how was the leak repaired? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)?

Event description:
It was reported that during a gastroplasty (sleeve) procedure, soon after the first staple, performed with the reload tr45g, it was observed full opening of the staple line, which according to the surgeon was due to failure of the stapler that was replaced immediately. The surgery was completed without injury to the patient.